Event description:
During a therapeutic plasma exchange procedure an over-infusion of citrate containing anticoagulant was given to the patient. The patient experienced hypocalcemia and went into cardiac arrest. As of this report the patient has recovered and is reported to be fine.